Event description:
During troubleshooting for an unrelated issue, the registered nurse (rn) stated that the set looked like it might be cracked. The technical service representative (tsr) explained that if the rn was not sure, it was recommended that the rn use a new set. The rn stated that he was at the home patient's (hp) house, and that he would have the hp hold onto the set. The tsr assisted with troubleshooting. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that he was not sure if the set was cracked, but his nurse told him that it might be. He still had the sample, and it was requested for evaluation. He did not know what may have caused the crack. He did not report any damage to the overpouch or carton. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One sample was returned to the manufacturing facility for evaluation. The customer reported issue was confirmed and found to be due to a manufacturing issue. Visual inspection was performed and extra sheeting in the weld of the cassette was noted. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A follow up report will be submitted when the sample evaluation is complete.